Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having crystal in her lungs. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having crystal in her lungs. This event is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. There was no medical intervention reported by the patient. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. Evidence of sound abatement foam degradation / breakdown was not observed in the base unit. Secondary findings such as care orchestrator data was unavailable. White powder around the air inlet. Beige contaminant in and around the iso port. Dust/dirt on the front panel. Water ingress in blower box was observed. Fiber, hair-like contaminant on the blower box and in the blower. Dust/dirt on the blower box. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that there was no evidence of sound abatement foam degradation in the base unit, but can confirm the white powder contaminant around the air inlet and found a beige contaminant in and around the iso port and dust/dirt on the front panel.